Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device noted that the tubing and the two-piece luer lock assembly were separated. The tubing dimensions of the unit was then measured and found to be within specification tolerance. The root cause of this condition was not determined. No other observations were noted on the unit.

Event description:
It was reported that a clearlink catheter extension set's tubing pulled out of the luer with the blue cap. This occurred before use. There was no patient involvement. Additional information was requested and is not available.